Manufacturer narrative:
A steris service technician inspected the surgical light and found that the yoke cover, bracket shell, joint cover and arm cover were broken/cracked. The technician also observed drifting of the lighting system. The technician repaired the surgical light, adjusted the drifting and returned the surgical light to service. No additional issues have been reported. The operator manual states (pp. 6-1), "preventive maintenance record-verify suspended components move through entire range of articulation without binding or drifting (each inspection)." The operator manual states (pp. 6-1), "caution - possible equipment damage hazard: use of any disinfectant solution other than those listed here may cause discoloration or deformation on the lens surface: germicidal surface wipes disinfecting/deodorizing/ cleaning wipes. Cleaning solutions other than those listed have not been tested for compatibility or effectiveness. Always follow manufacturer instructions for concentrations and use of cleaning products." The operator manual states (pp. 6-1), "do not spray any cleaning product directly onto the lighthead, modem chassis, or any system components. Dampen a soft cloth with the cleaning solution and wring out the excess moisture." The operator manual also states, (pp.4-3), "check wiring in lighthead/yoke interface for routing and chafing. Make sure all connections are tight. Repeat for connector in other knuckle areas." "Inspect all arms for missing or loose screws." (2x per year) the steris service technician advised user facility personnel that the reported event may be attributed to their cleaning practices. The surgical light is approximately 5 years old and is serviced and maintained by the user facility.

Event description:
The user facility reported that during a patient procedure plastic pieces fell from their surgical light and into the sterile field. No report of injury. A procedural delay was reported.